Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the returned sample photo show a filled eva tpn bag with what appears to be fluid coming from where the spike port connector is inserted into the spike port tubing. The reported issue was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix eva bags leaked from unspecified location. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.